Event description:
Additional information was provided that the patient would continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited increased pacing impedance measurements of greater than 2,000 ohms. Increased pacing thresholds and slightly elevated shock impedances of 57 ohms were also noted. No noise was noted on the lead. Boston scientific technical services (ts) recommended troubleshooting options and performing a chest x-ray. The physician elected to continue monitoring the lead as the sensing, shock impedances, and threshold measurements were consistent and the pacing impedances were consistently in the 1900 ohms range. Additional information was provided that the lead exhibited gradually increasing pacing thresholds and out of range impedances of greater than 2,000 ohms. Boston scientific technical services (ts) discussed a possible lead issue due to the increased thresholds and impedances, and advised troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Five months later, we received notification that this patient passed away in (B)(6) 2012. There were no reported allegations that the lead or previous reported issues caused or contributed to the patient's death. Additional information was obtained from the local representative stating the cause of death was due to heart failure. The local representative stated the physician did not believe the leads caused or contributed to the patient's death as they still worked properly. The local representative did not believe the leads would be returned to boston scientific.